Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient attended an appointment for the activation of the device. However, no hearing was possible. The recipient was unable to hear any sound from the device during direct testing or after programming of the samba 2 processor.

Manufacturer narrative:
Investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and the feed-through pin at the transducer. The problems described in the recipient report seem to be congruent with this finding this is a final report.

Event description:
The recipient attended an appointment for the activation of the device. However, no hearing with the device was possible. The user was explanted on (B)(6) 2022.